Event description:
The customer's father reported that the customer passed away. Per the death certificate, the cause of death was possibly hypoglycemia. The customer's father requested not to be contacted regarding additional information about the customer's death, and despite numerous attempts to contact the customer's doctor's office no further information could be obtained.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.